Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s926usqs4cyj1. Hardware: sm-s926u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose (bg) levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reported the pod "malfunctioned" and became dislodged, he attempted to administer boluses but he was unable to bring his bg levels down. Symptoms reported include elevated blood glucose levels. The patient reported being treated with fluids and the medical professionals stabilized him before sending him out. The patient was released the following day, (B)(6) 2025.